Manufacturer narrative:
Complained product will not be not available.

Event description:
One part of it came out in mouth, the bottom part came off - oral-b [device breakage]. Case narrative: consumer via phone stated that the bottom part of the oral-b dual clean toothbrush head came out/off in mouth. No injury was reported.